Manufacturer narrative:
The patient is reported to be sedentary, with limited mobility and using an assistive device for ambulation. There is no suspicion of any excessive activity after the implant procedure and the patient was reported to have been compliant with post-op recovery instructions. There are no known events that are likely to have caused or contributed to lead migration or destabilization.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. Approximately 2 weeks after the implant the patient reported reduction in therapy. Assessment in the field determined that the implanted leads had migrated. On (B)(6) 2025 a surgical procedure was performed to remove the migrated leads and place new leads. During the procedure the implantable pulse generator (ipg) was also replaced out of caution.